Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "hole in valve" and "any creases" on right side. The device has been explanted.